Manufacturer narrative:
(B)(4) date sent to the FDA: 08/17/2016. (B)(4). Additional information: the actual device batch number associated with this event is not known. The international affiliate reports the following possible batch numbers: batch# (B)(4), batch# (B)(4), batch# (B)(4), batch# (B)(4). In addition, a review of the batch manufacturing records for the possible batch numbers was conducted and the batches met all finished goods release criteria. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested for each of the 9 patients and the following was obtained: patient pre-operative diagnosis and indication for surgery: basal cell carcinoma, squamous cell carcinoma or melanoma procedure name: repair after mohs surgery or wide local excision. Product code and lot number involved: 5-0 prolene pc-1 and 4-0 prolene ps-2. How was the suture placed (interrupted or continuous)? Continuous. How was the suture tied (2 strands that meet in the middle or knots at ends)? Knots at end. Dates and timelines that patients symptoms first began following the initial surgery and what were the symptoms ? Suture broken in middle of running stitch. Was there any pre dehiscence event (cough, fall, deep breathing or lifting)? No. Were any pictures taken during the second procedure? No. What was used to close the incision? The 5-0 monocryl and 5-0 prolene pc-1 or 4-0 monocryl and 4-0 prolene ps-2. Any product to return for evaluation: - 5-0 prolene pc-1 and 4-0 prolene ps-2. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Initial procedure date can you describe the tissue condition when the suture was placed? Please provide details of any medical or surgical interventions performed and dates. Can you describe the appearance of the suture during the second procedure? What in the physicians opinion are the factors contributing to the event? Patient demographics: initials / ID; age or date of birth; height/weight/bmi; gender relevant patient medical and social history (ie. Obesity, diabetes, immune deficient or immune -compromised). Update to patient current condition.

Event description:
It was reported that the patient underwent a repair after mohs surgery or wide local excision procedure on unknown date and the suture was used on the surface of the skin in a continuous loop and knots at the end. Ten days after the procedure, the patient returned with dehiscence and the suture was broken in the middle of running stitch. The patient was re-sutured and released.